Event description:
Lower jaw insert loosened while performing bilateral salpingectomy. There was no harm to the patient.what was the original intended procedure?laparoscopic tissue fusion.device #1is this a laboratory device or laboratory test?no.